Event description:
Reporter noted corneal burn occurred during procedure. Sutured wound to close due to swelling in that area. Surgeon felt cataract was very hard, contributing to event. MFR ref #2028159-2006-00048.